Event description:
It was reported that during a surgical procedure at the user facility, the tip of the blade broke. The tip was retrieved from the patient. The user facility reported that the procedure was completed successfully without a clinically significant delay, and that there were no adverse consequences or medical intervention.